Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with vancomycin intraperitoneal (ip) (1700 mg, every 3-5 days for 3 weeks) the month subsequent to the onset of peritonitis. On an unreported date, the patient was not responding to antibiotic therapy. The patient was hospitalized for the event of bacterial peritonitis 7 weeks prior to receipt of this report. On an unreported date in while hospitalized, treatment with vancomycin was stopped. The pd catheter was removed due to the peritonitis infection not responding to antibiotic therapy and hemodialysis therapy was initiated. The patient was hospitalized for 6 days before being discharged from the hospital. The cause of the peritonitis was unknown. The patient recovered from the event of peritonitis. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2013. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13d17043, h13e16026, h13f18012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).